Event description:
It was reported that the patient noticed leak around the foley catheter and out of the patient¿s urethra until the bladder was drained. Patient inquired if there was a foley that can be used with the flip-flo valve that would seal off the bladder. Representative explained to the patient that foley catheter balloons are not meant to seal off the bladder but rather help to keep foley from falling out of the bladder. Representative had also discussed the use of flip-flo valve and suggested the patient to drain his bladder more frequently until his body becomes acclimated to catheter and valve use. Discussed about how patient might need to train the bladder to expand or relax more frequently so that urine leakage decreases and suggested speaking with the patient¿s doctor about medications or procedures that might help. Patient also stated that the foley catheter was not currently in place but was placed at the beginning stages of testing with his urologist and was just gathering information. Patient felt that this was the part the patient was least educated in and knew there had to be a reason for the leak. Representative also discussed that pressure build-up in the bladder would cause urine to find the path of least resistance, which most of the time would be out under the balloon and out the urethra. Per customer via phone on 01mar2021, it was stated that the customer had not tried using the flip-flo catheter valve but used the valve from the leg bag on the catheter. While using that catheter, the customer experienced leakage at the meatus.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The root cause of this failure mode is could be "manufacturing related due to operator error/ mechanical error/ thin rubberized layer/poor stripping/shorter rubberize latex dwell". The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient noticed foley catheter leaking around and outside urethra until it was drained from patient's bladder. Also, foley would seal off the bladder that can be used with this valve. Representative explained that foley catheter balloons were not meant to seal off the bladder but rather help to keep foley from falling out of the bladder. Discussed usage of flip-flo valve and suggested patient drain bladder more frequently until the body becomes acclimated to catheter and valve use. Also, discussed bladder training of organ and how to train the bladder to expand or relax more frequently so that urine leakage decreases. Representative suggested to speaking with patient's doctor about medications or procedures that might help and it was also noted that patient did not currently had foley in place but had at the beginning stages of testing with urologist. Patient was just gathering information but did had the foley in place for three weeks and the part was least educated in and knew there had to be a reason for the leaking. Discussed pressure build-up in the bladder would cause urine to find the path of least resistance, which most times was out under the balloon and out the urethra.